Manufacturer narrative:
The final device was not evaluated, as the customer canceled the service request and indicated they would perform repairs on their own. The reported issue was not confirmed by stryker.

Event description:
This report summarizes 9 malfunction events, where it was reported the device had phantom motion. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. Six devices were evaluated in the field and the issue was confirmed; two device had electric shorts, four devices had broken/damaged components, one device had corrosion and one device had an alignment issue. The devices were repaired and returned. One device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 9 </noe> malfunction events, where it was reported the device had phantom motion. There was no patient involvement.